Event description:
Reporter indicated that the site's programming wand was not functioning properly and that communication could not be established with a test generator. It was also reported that the wand's wires were loose and that part of the wand was cracked. Product analysis was completed on the returned programming wand. No visual anomalies were identified and the reports of loose wires and cracks were not confirmed. It was found that the serial data cable had an intermittent conductor, which was the cause of the communication errors. After the serial data cable was replaced, the wand was tested and met all specs.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.